Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds had risen over the past year and were now high. It was also noted that the implantable pulse generator (ipg) battery longevity was not what was expected. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.